Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer was unable to provide specific details or dates regarding the reported issue. The customer¿s blood glucose level was not impacted. Review of the pump data logs by tandem technical support confirmed multiple instances of rapid battery depletion. Reportedly the customer will continue to use the pump for insulin therapy.